Event description:
Report two of three received of bleed back in the patient line. The customer reports that the homecare patient was receiving an unspecified antibiotic, every 4 hours with a "kvo" rate of 0.2ml/hr. Approximately three hours into the "kvo" rate, the patient was reported to have noted bleed back in the tubing set. The central line was able to be cleared. The pt changed the bag and tubing set and the infusion was resumed. There was no report of a delay in an antibiotic dose or of a missed antibiotic dose. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.